Manufacturer narrative:
The patient's known driveline fault was previously reported under manufacturer report number 2916596-2022-01543. Manufacturer's investigation conclusion: review of the submitted log file confirmed silenced driveline fault alarms; however, no progression of the previously suspected driveline wire damage was found. The patient has a known driveline fault alarm (related MFR # 2916596-2022-01543). Log files were sent to abbott technical services to assess if there was further wire degradation. A review of the submitted log file confirmed several silenced driveline fault alarms. There were no other notable events or alarms active in the log file. The pump operated at the set speed without issue. Compared to previous log files, there did not appear to be a progression of the suspected driveline wire damage. Multiple requests for additional information regarding this event and the patient's plan of care were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that additional log files captured the known driveline fault events throughout the log. No low speed or pump stops were noted. The log still showed the same wire compromised (orange) as before with the other wires functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed silenced driveline fault alarms; however, no progression of the previously suspected driveline wire damage was found. The patient has a known driveline fault alarm (related MFR # 2916596-2022-01543). Log files were sent to abbott technical services to assess if there was further wire degradation. A review of the submitted log files confirmed several silenced driveline fault alarms. There were no other notable events or alarms active in the log file. The pump operated at the set speed without issue. Compared to the log file submitted under the most recent prior complaint (reference (B)(4)), there did not appear to be a progression of the suspected driveline wire damage. Multiple requests for additional information regarding this event and the patient's plan of care were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to known driveline fault alarm. The log captured constant driveline fault events throughout the log. When compared with the log submitted back on (B)(6) 2023, it showed the same wire affected. No further progression of damage but does appear to be possibly broken based on the values seen in the log. The other 5 driveline wires appear to be functioning as intended.